Manufacturer narrative:
The insulin pump was received with missing reservoir tube lip o-ring. Pump was received with partially broken off reservoir tube lip, however the p-cap / reservoir locked properly. Pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. Pump passed the dat test at 0.08770 inches. Pump was tested with a water fill test reservoir and no bubbles were noted. Pump was received with intermittent act button due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose at time of incident was 400 mg/dl. Customer was treated with manual injection. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.